Manufacturer narrative:
This report is for an unk - screws: locking trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery due to pain and a subtrochanteric fracture. Originally, about 8 weeks past, the patient had a treatment for a femoral neck fracture on the left side with a one (1) hole femoral neck system (fns). Then, the femoral neck fracture healed. However, three (3) days ago the patient slipped in the shower and had left hip pain but the x-rays showed a negative for any fractures. Unfortunately, about two (2) days ago, the patient fell from the chair and had debilitating pain in the left hip. After x-rays taken, it showed that the patient sustained a subtrochanteric fracture on the same side of the original procedure. There was an allegation with the implants the possibility that the implant caused a stress riser. Thus, a removal of the fns was performed and was replaced with a long trochanteric femoral nailing advanced system (tfna) without complications reported. This is report 01 of 04 of (B)(4).